Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00343. The pt was implanted with two percutaneous leads on (B)(6) 2010. It was reported that she was not feeling adequate therapy relief. A diagnostic test revealed invalid impedance readings for several lead contacts. Efforts to resolve this matter via reprogramming were unsuccessful. Surgical intervention was undertaken to replace the pt's leads. Effective stimulation was recaptured as a result of the procedure.